Manufacturer narrative:
The system was examined and the reported event was replicated (via event logs review). The fluidics module was then replaced (and was returned for evaluation) to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on july 26, 2007. Based on qa assessment, the product met specifications at the time of release. The fluidics module sample was received for evaluation. A visual assessment of the returned sample found that the plunger (vent) was missing. The sample was installed into a calibrated system, in which it was able to successfully boot. However, it was unable to prime a cassette, with system message (sm) displayed, replicating the reported issue. The root cause of the reported event of the system making an abnormal noise cannot be determined conclusively. The root cause of the other reported sm can be attributed to plunger (vent) being missing. However, how or when the component went missing remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported on the 17th procedure of the day, the console made a "pop" sound from within and when using the ultrasound, the console became unusable and locked. The procedure was completed manually without patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received reporting manual aspiration was performed.